Manufacturer narrative:
Philips service corrected the boot order in bios settings. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the host pc experienced a boot failure due to incorrect drive order on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.